Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system, gave a probe obstruction error on the closed tube aliquotter (cta) unit, with the message do not home the instrument before clearing the plug. Customer reported that there was a large fibrin clot hanging from the probe that caused the wash cup to overflow. Customer indicated that they removed the clot from the probe and cleaned up the overflow. Customer reported that the amount of spilled fluid required several absorbent wipes, but was contained inside the instrument. Bec customer technical support (cts) advised the customer via the telephone, to power off the cta. Cts instructed the customer to flush the sample probe, to remove any remaining debris. Customer then indicated that there was still debris in the probe. Customer indicated, fluid flowed freely after the flushing . Customer reported that they used a transfer pipette to empty the wash cup. Customer reported that there was a clot in the cup as well. Customer indicated that the spill was contained inside the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).